Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fever. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary tract infection ("uti") and anxiety ("I feel like I'm literary going to die"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed. At the time of the report, the medical device removal, urinary tract infection and anxiety outcome was unknown. The reporter considered anxiety, medical device removal and urinary tract infection to be related to essure. The reporter commented: I have a huge incision on my stomach. Plaintiff davinci procedure done. Per social media: I am sick with fever that keeps going up and down. No its not essure related because I had a hysterectomy a few years ago to remove it already. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal and uti (urinary tract infection). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Event" anxiety" was added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fever. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and urinary tract infection outcome was unknown. The reporter considered medical device removal and urinary tract infection to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal and uti (urinary tract infection). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.